Manufacturer narrative:
Patient¿s weight was not provided. (B)(4). Approximate age of device ¿ 2 years. The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that on (B)(6) 2017, while the patient was at home, low flow and low speed alarms were occurring when the lvad was connected to the power module. The patient then connected the system controller to batteries and the alarms resolved. The following morning the patient went to the clinic and the health professional connected the lvad to the clinic¿s power module and a red heart alarm and pump stoppage occurred. The submitted log file was reviewed by the manufacturer¿s technical services representative and pump stoppages were observed. These issues only appear to be occurring while the lvad is connected to the power module. The submitted x-rays were also reviewed and were unremarkable. The patient was given an ungrounded power module patient cable to use when the lvad is connected to the power module. It was reported that during the patient¿s follow-up clinic visit (B)(6) 2017, no additional pump stoppages were observed. The healthcare professionals will continue to monitor the patient. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. The reported low-speed and pump stoppage events were confirmed per the evaluation of the submitted system controller log file; however the driveline damage was not confirmed. The submitted system controller log file contained data from (B)(6) 2017, which captured numerous low-speed hazards and 10 pump stoppage events while the patient was supported by the power module. Based on previous complaint history, the events captured in the submitted log file could have been potentially consistent with a compromised wire in the patient's driveline; however, a root cause for the events cannot be determined without an evaluation of the device. The patient was provided ungrounded power module patient cables. The patient remains ongoing on vad support and no further issues have been reported. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.